Manufacturer narrative:
The account found the brake rocker arm to be cracked and a bent connecting rod. The account replaced the brake rocker arm and connecting rod to resolve the issue.

Event description:
The account alleged the brake casters do not hold. No pt impact.